Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during totally extraperitoneal repair, surgeon tried to make space in the patient's cavity using the device but the balloon would not inflate. The surgical time was extended by less than 30 minutes. The procedure was completed with another device. Patient is alive and has no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the trocar balloon, locking collar and circular seal all appeared intact. The insufflation bulb and inflation syringe were not received. The obturator and dissector balloon were not received. Pmv performed functional testing: the trocar balloon was inflated; no leaks detected. Pmv performed functional testing: the dissector and trocar balloons were inflated; no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.